Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an anterior c4-c7 fusion using rhbmp-2/acs and peek cages. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of : cervical stenosis with myelopathy c4-c5, c5-c6, c6-c7. Operative procedure: c4 hemicorpectomy with decompression of spinal canal. C5 hemicorpectomy with decompression of spinal canal. C6 hemicorpectomy with decompression of spinal canal. C7 hemicorpectomy with decompression of spinal canal. C4-c5 anterior cervical fusion. C5-c6 anterior cervical fusion. C6-c7 anterior cervical fusion. Insertion of neuro-vertebral biomechanical device x3. Structural allograft rhbmp-2 for spinal fusion. Anterior plate fixation. Per op-notes, ".. . Neck was then prepped and draped in standard surgical fashion... Caspar pin was placed into the body of c7. Caspar was placed in the body of c6. Knife was used for annulotomy and disk material was removed with curettes and pituitary secondary to bony impingement by the vertebral body. Hemicorpectomy needed to be performed at c6 and c7. This was accomplished using a power burr to remove cartilaginous end plates as well as significant portion of cancellous bone off the superior portion of c7, inferior portion of c6... Appropriate-sized intervertebral peek cage device measuring 7 mm in height was packed with structural allograft rhbmp-2 and packed into position, completing the anterior cervical fusion at c6-c7. Pin was removed from the body of c7 and placed into the body of c5. Further appropriate distraction annulotomy was performed with a knife. Disk material removed with pituitaries and curettes and then again secondary to bony impingement of the vertebral bodies, power burr was utilized to remove cartilaginous end plates as well as significant portion of cancellous bone off the superior portion of c6, inferior portion of c5. .. Then the appropriate-sized intervertebral peek cage device measuring 7 mm was packed with structural allograft rhbmp-2 and packed into position, completing the anterior cervical fusion at c5-c6. Pin was removed from c6 and the caspar pin was then placed at the body of c4. With appropriate distraction, annulotomy was performed with a knife. Disk material removed with pituitaries and curettes again secondary to bony impingement of the vertebral bodies a significant .. Then pedicle probes were placed bilaterally, then the appropriate sized screws measuring 45 x 6.0 mm were placed bilaterally at l4; 40 x 6.0 mm screws were placed bilaterally at l5; and 7.0 x 35 mm screws were placed bilaterally at s1. The screws were tested intraoperatively with neurophysiologic monitoring and they all tested within normal limits. Connecting rods and set screws were then applied. We then proceeded with the posterolateral fusion by decorticating the transverse processes bilaterally at l4, and l5, and the sacral ala at s1. The decorticated bone was then bridged with local allograft as well as structural allograft with allograft matrix and rhbmp-2..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.